Manufacturer narrative:
The initial reporter's phone number and address were not provided.

Event description:
The advocate stated the customer tested his blood glucose using his contour usb meter and received a reading of below 20mg/dl.he retested using another meter and received a reading of 275mg/dl.the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips were sent to the customer